Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels of 33 mmol/l. The insulin pump received motor error alarm. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump passed displacement test. Troubleshooting was not performed for high blood glucose. The product will not return for analysis.